Event description:
The following was reported to hamilton medical ag: rt said vent presented error codes while on a patient. Patient was bagged and provided alternate ventilator means. No known patient harm. Biomed gets machine and verifies codes and logs as well.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).